Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6). (B)(4).

Event description:
It was reported the skin barrier is difficult to remove from the end user's skin after three days of wear and the use of adhesive remover. As a result, the end user has experienced minimal bleeding and skin tears under the skin barrier. The end user was encouraged to extend the length of wear of the skin barrier. No further patient complications were reported.